Event description:
The customer reported an unspecific etco2 failure. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported an unspecific etco2 failure. There was no report of negative patient impact. The device was evaluated by a philips field service engineer. Replacement of the etco2 measurement module resolved the symptom. The device passed testing and was returned to service.